Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. It was confirmed that the surgeon requested a replacement distal femur implant in (B)(6) 2006 due to loosening and infection. This implant was designed and manufactured, but not implanted. The reason it was not implanted is unknown. The root cause of the fracture is unknown with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to mets distal femur implant (k120992).

Manufacturer narrative:
An x-ray review was performed concluded that "based on a review of the provided information, the reported stem fracture was confirmed. There is no indication that, on the imaging provided, the observed fracture was device related as no device or manufacturing related issues can be seen. The observed stem fractured could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity as is evident in this event, and/or surgical factors or preferences and not necessarily related to the device itself". The exact root cause could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants (siw). Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ for nearly 13 years and the observed implant fracture could be as a result of the patient outgrowing the implant as another implant was designed for this patient in 2006 which was not implanted. The fractured implant was designed for a child and the patient is now (B)(6). No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Corrected data - custom distal femur implant corrected to distal femur minimally invasive grower (mig). Distal femur implant corrected to limb salvage system. Operator or device corrected from health professional to patient.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a minimally invasive growing distal femur replacement implant on (B)(6) 2000 and subsequently was revised on (B)(6) 2012 due to a fracture at the stem/collar interface. This is a supplemental report to 3004105610-2014-00086 ((B)(4)).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a minimally invasive growing distal femur replacement implant on (B)(6) 2000 and subsequently was revised on (B)(6) 2012 due to a fracture at the stem/collar interface.